Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer's pregnancy basal rate settings not being adjusted after having the baby, the customer experienced low blood glucose (bg) levels ranging from 40-70 (mg/dl). Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.